Event description:
It was reported that the patient was scheduled for a revision on (B)(6) 2013 to pull the catheter down a couple of vertebral bodies. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).